Event description:
It was reported that during a prostate procedure at 110,443 joules of use and 23 minutes, "lcd screen had a breakdown on the procedure": "disappears". The procedure was completed with an alternate procedure (turp). Patient outcome: "good" was reported.